Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced oversensing after falling directly on his device. The physician performed an invasive procedure to evaluate the system and was not able to identify a source for the oversensing. The physician elected to replace the entire system.